Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set would sometimes fall off in the pool. Customer reported of having high blood glucose of 400 mg/dl, which was treated with manual injection. Customer declined troubleshooting.